Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced feeling tired and a loss of consciousness. Customer was seen at a hospital where a laboratory blood glucose result of 396 mg/dl was obtained and was provided ¿hormone injection¿ as treatment for a diagnosis of hyperglycemia. No further diabetes specific treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the adc reader. The test did not start after the blood sample was applied and customer was unable to obtain readings. As a result, customer experienced feeling tired and a loss of consciousness. Customer was seen at a hospital where a laboratory blood glucose result of 396 mg/dl was obtained and was provided ¿hormone injection¿ as treatment for a diagnosis of hyperglycemia. No further diabetes specific treatment was reported. There was no report of death or permanent impairment associated with this event.